Manufacturer narrative:
During quality investigation, a damaged rotor, motor, ball bearing, press plug and other component parts were noted. The ball bearing was identified as the probable cause of the failure. The device was repaired and returned to the customer.

Event description:
A micro sagittal saw was sent in for repair and during the quality investigation testing, the device ran on its own without activation. No adverse consequence was associated with the event.